Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low ise indirect sodium gen.2 result for one patient sample. The initial result was 129 mmol/l and the repeat result was 142 mmol/l. The erroneous result was not reported outside of the laboratory. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found damaged tubing from the sipper syringe to a valve.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The field service representative replaced the damaged tubing, ran reagent primes, air purges, and ise checks with consistent results. The customer ran calibration and qc with no issues.